Manufacturer narrative:
Additional information : device manufactured between march 03, 2019 to march 05, 2019. The device was received for evaluation. A visual inspection was done and observed white floating particulate matter inside the fluid pathway of what appeared to be a white shaving. Upon further inspection via magnification, the particulate was deemed as a floating curved white shaving that appeared to a piece of plastic approximately 0.25 inches in length. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was found in a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.